Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a partial lead was returned in segments and analysis revealed that the inner insulation was breached with metal induced oxidation. All conductors had blood/body fluid (not obstructed). The outer insulation was melted and pulled apart (overstress). The inner and outer insulation had cosmetic metal induced oxidation. The outer insulation had cosmetic environmental stress cracking, a white substance on it, and a cosmetic depression. The lead was stretched. (B)(4) a partial lead was returned in segments and analysis revealed no anomalies. It was noted that the proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut and had a cosmetic depression. There was blood in/on helix/lobe mechanism and mechanism (sleeve head) and there was apparent explant damage.

Event description:
It was reported that the right atrial and right ventricular leads both had no capture and lead fractures. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.